Manufacturer narrative:
No specific root cause could be determined for this event. No further investigation is possible as the affected reagent cassette has been discarded. Additional information was also not provided for further investigation. No additional patient information was provided.

Event description:
The customer received ten erroneous calcium results accompanied by data flags on the cobas integra 800. The user received an inquiry about low calcium results. The customer then repeated the test for 12 patient samples and reported 12 results. The user replaced the calcium reagent cassette with a new cassette from the same lot. The user recalibrated the calcium test, repeated controls and repeated the samples. The user followed up the second results by repeating them on a cobas 6000. All results are given in mg/dl. Patient 1's initial result was 5.7 and the second result was 7.9. The result from the cobas 6000 was 8.2. Patient 2's initial result was 5.4 and the second result was 7.7. The result from the cobas 6000 was 7.9. Patient 3's initial result was 5.9 and the second result was 8.3. The result from the cobas 6000 was 8.5. Patient 4's initial result was 6.3 and the second result was 8.7. The result from the cobas 6000 was 8.9. Patient 5's initial result was 6.2 and the second result was 8.6. The result from the cobas 6000 was 8.9. Patient 6's initial result was 5.4 and the second result was 7.8. The result from the cobas 6000 was 8.1. Patient 7's initial result was 5.6 and the second result was 8.0. The result from the cobas 6000 was 8.2. Patient 8's initial result was 7.3 and the second result was 8.6. The result from the cobas 6000 was 8.8. Patient 9's initial result was 7.4 and the second result was 9.2. The result from the cobas 6000 was 9.5. Patient 10's initial result was 7.8 and the second result was 9.4. The result from the cobas 6000 was 9.7. The erroneous results were reported outside the laboratory. Patient 5 was treated for low calcium levels with a calcium pack (the dosage was unknown). Patients 1, 3 and 4 were treated but no information on their treatment has been provided. Patient 2's results were called to the nurse prior to any treatment and before the patient was sent to the emergency room. There was no treatment information provided on the other five patients. There is no allegation of any adverse events associated with any of the patients. The initial and first repeat tests were performed on the cobas integra 800, serial number (B)(4). The field service representative determined the event was caused by a defective or bad calcium reagent cassette. He visited the site and performed check tests and all results were within acceptable limits. He stated the overall instrument performance passed per the service manual.